Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a needle retraction issue. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the reported needle retraction issue could not be determined. A probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2018 that on (B)(6)2018, there was a needle retraction issue. The sensor was inserted into the abdomen on (B)(6)2018. A sensor was returned for evaluation. The device was visually inspected and found that the sensor pod and patch were still attached to the applicator and the needle was detached from the inner needle hub. The reported event of a needle retraction issue was confirmed. The probable cause was determined to be a detached needle from the inner needle hub. No additional event or patient information is available.